Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump due to a power outage at the customer's home for an extended period of time. Subsequently, the pump battery fully depleted and the pump shut off. The customer's blood glucose level rose to 579 mg/dl with ketones. The customer was hospitalized for diabetic ketoacidosis (dka) and received insulin intravenously to address bg. Reportedly, the healthcare provider identified the ketone level as life threatening. Reportedly, the customer suffered a heart attack while in the hospital due to being in dka and as a result, hospital surgeons implanted a stent in an unspecified coronary artery. During follow up, the customer reported being released form the hospital however, a date was not provided.